Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump reboots. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery has been changed but the issue continues. The customer was unable to troubleshoot during the call due to the unexpected restart. The customer stated the pump has a crack at the reservoir compartment near the escape button. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip.